Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio observed that only the charge pak icon was present, however, the charge pak was not installed in the device. Physio then installed a test charge pak assembly and the readiness indicator showed "ok." Physio was then able to successfully power the device on, charge and shock when prompted. Further inspection of the customer's device did reveal that a capacitor, designator c76, on the digital pcb assembly was electrically shorted. This caused 100ua of off current leakage which depleted the customer's original charge pak assembly. The issue also has the potential to deplete the device's internal hybrid layer capacitor (hlc) batteries which could inhibit the device's ability to provide defibrillation therapy, if it were necessary. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the readiness display and would not power on when prompted. There was no patient use associated with the reported event.